Event description:
The customer reported that hgb values shifted high out of range for all levels of qc on the coulter lh 780 hematology analyzer instrument. Upon fse arrival, a leak (5-10 ml) was found and contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were reported out of the lab.

Manufacturer narrative:
The field service engineer (fse) found the cbc lyse restrictor tubing loose on the metal fitting on the center panel. He replaced it with new tubing, correcting the hgb instability on the controls. (B)(4).